Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of premature discharge of battery, pacing impedance high out of range and noisy signals.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased unexpectedly since implant. The device had been in service for approximately four months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, as the power consumption is very high and irregular since implant. In addition, the right atrial (ra) lead pace impedance measurements are a mix of high readings and noise values. Device replacement was recommended. The device was subsequently explanted and replaced. The right ventricular (rv) lead was also replaced due to lead conductor fracture. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased unexpectedly since implant. The device had been in service for approximately four months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, as the power consumption is very high and irregular since implant. In addition, the right atrial (ra) lead pace impedance measurements are a mix of high readings and noise values. Device replacement was recommended. The device was subsequently explanted and replaced. The right ventricular (rv) lead was also replaced due to lead conductor fracture. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased unexpectedly since implant. The device had been in service for approximately four months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, as the power consumption is very high and irregular since implant. In addition, the right atrial (ra) lead pace impedance measurements are a mix of high readings and noise values. Device replacement was recommended. The device was subsequently explanted and replaced. The right ventricular (rv) lead was also replaced due to lead conductor fracture. No additional adverse patient effects were reported. The device is expected to be returned for analysis.